Event description:
Information received indicates the bed is operating intermittently from either siderail.

Manufacturer narrative:
The technician replaced both siderail ucm boards and cables to repair the bed.